Event description:
The patient's weight is unknown.

Event description:
Revision surgery - revised to a turon total shoulder arthroplasty due to instability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 2.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; a loose joint from inadequate soft tissue or improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.